Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, or angulation or kink in the delivery system upon deployment. Additionally, a photo was received from the field and the photo appeared to show the device deformity (bulbous). However, it could not be confirmed as there was no bulbous deformity during the returned device analysis. Based on the available information, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant using an 8f amplatzer trevisio intravascular delivery system. During deployment, the right disc had a bulbous deformation. The physician tried three times, but it didn't work. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 4mm amplatzer septal occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information na.